Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. During a full system checkout the main cart monitor was replaced. The replaced monitor was returned for analysis. Through visual and functional testing it was found that when connected to a known good system the monitor had a vertical area of flickering color through the center of the display. There was also a dark area on the bottom left edge of the display. An electrical failure was confirmed with the monitor. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the staff monitor was damaged and had an approximately 3 inch line going through the center of the monitor. The surgeon monitor does not have the issue. No patient present.